Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during the procedure, it was noted that the stent was not on the balloon and could not be seen on angiography; therefore, the device was removed from the pt. The stent was found inside the protective sheath in the trash. Another rx vision was used to complete the procedure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including pt info and pt status, from the hosp, field contact or distributor.